Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer was advised to insert new battery and he stated they already tried new batteries but insulin pump still not turning on. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked case corner of belt clip rails, fading serial number and broken belt clip rails.